Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The over 50% stenosed lesion was located in the non-calcified superficial femoral artery. The physician advanced the sterling over-the-wire balloon catheter to the lesion. The sterling was inflated an unspecified number of times to an unspecified number of atms, however, on the final inflation to 10 atms, the balloon ruptured. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
The balloon catheter ws returned in a deflated state. The balloon was inspected under magnification and a 1.5mm tear was confirmed in the balloon wall located approx 8cm from the distal end of the tip. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).